Event description:
During a surgical procedure (resection of prostate) the boston scientific cutting loop electrode broke.what was the original intended procedure?resection of prostate.device #1is this a laboratory device or laboratory test?no.